Manufacturer narrative:
Date of event: approximated upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The reported fiber break was not confirmed. The fiber was received in one piece and did not exhibit any breaks. The tip was in good condition. The fiber connector had burn marks on the face. During functional testing, the aiming beam was bright and round. Based on the analysis results and the information available, a conclusion code of no problem detected was assigned to this investigation. In the other hand, it is likely that the interaction between the fiber and the console may have led to the connector overheating causing the burn marks observed on the connector face. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber broke during procedure. There were no patient complications.

Manufacturer narrative:
B3 date of event: approximated.

Event description:
It was reported that the fiber broke during procedure. There were no patient complications.